Manufacturer narrative:
(B) (4).

Event description:
The pt experienced shocking/jolting while lying in bed. The stimulator "wasn't working". There was a burning sensation over the ins and the pt couldn't feel stimulation. The ins was somewhat tilted in the pocket. The pt had not lost any weight recently. Current impedance measurements were normal. Most pairs were 500-700 ohms when checking all reference electrodes at .7v with one pair 417 ohms. The pt was admitted to hospital (B) (6) 2010 due to "major shocks"; the device "wasn't working". The pt had blood and urine in the stool and couldn't walk because the stimulator was off. He also had extreme weakness on his left side and edema in his prostate with the inability to have an erection. The outcome is unk. Further info is being requested from the hcp.